Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that she had unexplained low blood glucose. Paramedics were called to assist her at home with the low blood glucose. The blood glucose reading was 25 mg/dl at the time the paramedics arrived. Customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the insulin pump failed the displacement test. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed displacement test. The insulin pump was received with motor error alarms during rewind due to motor encoder signal out of phase. Unable to perform basic occlusion, occlusion, excessive no delivery test due to motor error alarms.